Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead did not achieve good r-waves and may have dislodged at least once. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.